Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient¿s pain with their device (post fall) resolved by turning it off. It was noted that the patient¿s uncomfortable sensation during the impedance check was not located in the bicycle seat area. As an action taken, the device was turned off until an impedance check could be performed. It was mentioned that the patient lives several hours away so weeks had passed between the fall and the impedance check. It was reported that the patient¿s symptoms had not resolved. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for ur inary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was implanted about 2 years ago and was happy but then they had a fall at the end of (B)(6)2019. Then they experienced a lot of burning and excruciating pain that spread out ¿in a fan-like motion¿ in the right luteal area. The reporting nurse mentioned the patient also had swelling at the implant site 3-4 days after the fall. The patient had contacted the clinic and was instructed to turn the ins off. When the device was off, the burning and pain went away but their urinary symptoms returned. X-rays were done and showed the lead was in the correct position and was not damaged. The nurse mentioned that they were not usually the one that worked with the patient but was assisting them now. The nurse had problems with the patient¿s device and attempting to synchronize. When the ins was turned back on, the patient did not feel it. The nurse was walked through an impedance test at 1.0 210 pw and the patient felt uncomfortable jolts. The impedance values when the jolts were reported were between 500-600 ohms. Potential causes of the issues were reviewed with the nurse. The nurse decided to leave the ins off until they can discuss the issue with the managing hcp. It was not able to be confirmed that they were able to synchronize with the programmer. There were no further complications reported or anticipated.